Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: concerned pump is over infusing. Pump programmed as follows: (B)(6) 2021 or (B)(6) 2021, 2323 hours, drug nahco, rate 1000 ml/hr, vtbi 150 ml/hr, nursed checked back in 2 hours and the bag was empty. No patient injury or intervention required.